Event description:
Terumo medical received an FDA medwatch report#: (B)(4). The event description states: "patient underwent endovascular repair of celiac artery aneurysm with splenic and left gastric artery embolization and celiac to hepatic artery covered stenting. A microcatheter was used for coil embolization. A postop CT showed what appeared to be a retained piece of the catheter in the distal thoracic aorta. Patient returned to or on [redacted] and retained microcatheter was retrieved."

Manufacturer narrative:
D4: expiration date: unknown due to the combination of an unknown model & lot number. D4: UDI: unknown due to the combination of an unknown model & lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: risk manager. H4: device manufacture date: unknown due to the combination of an unknown model & lot number. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The fr size, product code, and lot number of the actual device are unknown. Given that the incident occurred on (B)(6) 2026, the product is believed to have been manufactured between february 2024 and january 2026, based on its expiration date. From the above, the trend of tensile strength and similar issues of progreat manufactured during the period reported above was investigated. History of tensile strength regularly tested. No anomaly was found in the trend of the manufacturing period of the actual device. History investigation of the involved product code and lot number. Upon confirming similar issues with progreat after february 2024, it was found the same incident had occurred. Regarding 12 cases, since no anomaly was found in the manufacturing records and shipping inspection records, and the dimensions of the actual device, it was considered that there was no problem with the product. (Vics no. 240200755, 240200231, 240701459, 240801574, 240802182, 240900613, 241202097, 250700841, 251101380, 260110030, 260110984, 2602115188) regarding 3 cases, although these are the cases with no actual device, since no anomaly was found in the manufacturing records and shipping inspection records, it was considered that there was no problem with the product. (Vics no. 250900259, 260110396, 260311291. UDI no. Di no.: since the product code is unknown, di no. Could not be investigated. Since the product code and lot are unknown, it was not possible to conduct detailed history investigation. In addition, since the actual device was not returned and the investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Ashitaka factory is committed to maintaining the quality of the product by performing the following work and inspections. The product is always flowed in the production process with a core wire inserted in the lumen to assure the catheter lumen. In the product assembly, the outer diameter of the catheter is inspected on a 100% basis to ensure that there is no anomaly in it. Before the product packaging process, 100% visual inspection is performed to ensure that there is no anomaly such as a fracture, kink or crush. Please refer to section h10 for the importer's report related to this event. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.